Event description:
It was reported that a reprocessed dermatome blade was unsuccessful when used to take a skin graft, resulting in the need for the removal of a second skin graft from the pt.

Manufacturer narrative:
The user facility reported that a dermatome blade failed to properly remove a skin graft from the pt. Another graft was then needed to complete the procedure. There was no report of any additional adverse health events for the pt. Sterilmed will continue to monitor this situation and keep FDA apprised of any updates related to the condition of the pt in the future. The device was not returned to sterilmed by the user facility and therefore, no investigation was conducted. Repeated attempts to retrieve the device from the user facility have been unsuccessful.